Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, 05/04/2026, the patient experienced a headache, lack of concentration and thirst. The patient was brought to the hospital and when a fingerstick was taken, the cgm reading was low (less than 40 mg/dl), and the blood glucose reading was 490 mg/dl. The patient was treated with intravenous fluids. Blood and urine tests were performed, but no specific results were reported. It was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within b zone of the parkes error grid. No additional patient or event information is available.